Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical details state that the patient was on support for about a month when high purge pressure alarms occurred. No kinks were detected. It is unknown if tpa was added to the purge. The high purge pressure resolved after about 6 hours of alarms. It is unknown if or how the team took action to resolve the purge pressure. The data logs were reviewed which showed a gradual increase in purge pressure over about a day before the alarms. The purge pressure then decreased back to its initial level after 5 hours. There were no motor current spikes. Several "impella position unknown" alarms occurred throughout the case. The root cause of the high purge pressure was most likely biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 62-year-old female patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. During impella support, the nurse reported "purge pressure high" alarm. There were no kinks detected. The pump was not explanted as a result of the event.